Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a soundstar catheter, and the patient experienced cardiac perforation that required pericardiocentesis and open-heart surgery, however the patient died. During an afib case, a perforation of the right ventricular outflow tract (rvot) was noticed within the first 20 minutes of the procedure. There was a drop in blood pressure on the patient and a pericardial effusion was confirmed by intracardiac echocardiogram (ice). The medical intervention provided was a pericardiocentesis and the patient was taken into open heart surgery. The patient was not stable. The physician believed the perforation was from the soundstar catheter during imaging since it was in the rvot where the perforation was discovered. The event occurred during initial ice imaging, during the first 15 minutes of the procedure. No transseptal puncture was performed. No ablation was performed. The outcome was death. The cause of death was cardiovascular failure during surgery that day to repair the perforation. (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).